Manufacturer narrative:
This lot was manufactured march 20, 2018 - march 21, 2018. Four devices were received for evaluation. A visual inspection noted fluid inside the bags that contained the units. When the units were removed from the bags, the cause of fluid inside the bags was found to be untightened blue winged luer caps. A functional leak test was performed and the blued winged luer cap was tightened and no signs of leakage was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four units of small volume intermates leaked. This was identified prior to use and was contained within the packaging. The device was filled with 80 ml 0.9% nacl (sodium chloride) with unspecified admixture. There was no patient involvement. No additional information is available.